Manufacturer narrative:
The insulin pump was received with a critical pump error alarm and pump error 35 alarm due to the force sensor flex cable incompletely plugged in. Unable to perform the self test, displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement and active current measurement test due to critical pump error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that critical pump error image was display on the insulin pump screen. Blood glucose was 74 mg/dl. Troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.